Manufacturer narrative:
On november 20, 2020, mentor received additional information regarding the patient's symptoms. During the consultation on (B)(6) 2020, the patient's physician noted, in addition to the left breast implant deflation, the patient also has rippling of her bilateral implants. Manufacturer's reference number: (B)(4). This medwatch form is for the left breast prosthesis. Rippling on the right breast was reported under mrn: 1645337-2020-15968.

Manufacturer narrative:
On 30-sep-2020, the suspected medical device was returned for evaluation. On 12-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage was observed. Leak test was performed in accordance with the mentor's procedure, and a tear was observed on the anterior aspect measuring approximately 0.1 cm. Microscopic examination of the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503004bc lot: 9486234 sn: (B)(6) and (right) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9478115 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 250cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via visual examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.